Event description:
On an unknown date, the surgeon performed an open reduction internal fixation (orif) of a distal radius fracture. Norian was used to fill a metaphyseal void. The patient presented with localized redness over the implant site at her first post-op visit. On an unknown date, an incision and drainage of the site was performed in the o.r. And the norian device was removed. The patients symptoms resolved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Upon further review, it was noted that this report (complaint #(B)(4)), MFR report #2520274-2013-02844 is a duplicate report of MFR report #2520274-2013-02922 (complaint #(B)(4)). Synthes USA is retracting this report, MFR report #2520274-2013-02844.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.